Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. Date of implant reported as 18 months prior to removal. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as 18 months prior to removal (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing site: (B)(4). Manufacturing date: 25. June 2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a multi-traumatized patient was implanted with a universal femoral steel shaft implant on an unknown date. After 18 months it was observed the stem of the shaft caused a thigh deformity. An x-ray was taken illustrating the curvature of the rod. The stem was removed and replaced by a stem from another manufacturer. Concomitant devices reported: locking bolt (quantity 1). This report is for one (1) 10 mm universal femoral nail 380 mm. This is report 1 of 1 for (B)(4).